Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Nausea, diarrhea and rash are all identified as possible adverse patient outcomes in the IFU. A doctor to doctor consult was requested from davol. Per the consult, as dermatology was already involved the doctor was advised to continue to observe the patient. Davol has requested additional information from the reporting doctor. To date no additional details have been provided. Based on the limited information provided, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2017 - the patient underwent a laparoscopically assisted vaginal hysterectomy (lavh), during which arista ah was used. On (B)(6) 2017 - the patient started experiencing itchy hives, severe nausea, vomiting and diarrhea. On (B)(6) 2017 - when reported the nausea and vomiting had subsided but the patient was still experiencing itchy hives. Dermatology is being consulted. A doctor to doctor consult was requested from davol.